Manufacturer narrative:
Date received by manufacturer: 18sep2019. Date of report: 20sep2019. The manufacturer's international service technician performed pressure accuracy testing and found no abnormalities with the unit; however, the technician recommended that the data acquisition board be replaced as a precaution. The international service technician replaced the data acquisition board as a precaution. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
While servicing the device, the manufacturer's international service technician noted that the unit logged an error pressure regulation high and proximal pressure sensor range error in the device logs. There was no patient involvement.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 08/30/2019.

Event description:
While servicing the device, the manufacturer's international service technician noted that the unit logged an error pressure regulation high and proximal pressure sensor range error in the device logs. There was no patient involvement.

Manufacturer narrative:
Date received by manufacturer: 30oct2019. Date of report: 30oct2019. The data acquisition (da) printed circuit board assembly (pcba) was returned for failure analysis. The da pcba showed no evidence of damage or contamination. During testing, no failures were identified.